Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection due to a loose connection of the bag to a line was reported and is known to cause this alarm. The cause of the disconnection/loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During the troubleshooting, it was determined that the bag disconnected from the line of the cassette because of a loose connection. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.